Event description:
It was reported "the extension line was found cut at the luer hub during placement of the catheter. Therefore, the catheter was removed and replaced with a new one. No harm to the patient occurred. According to the user, as the patient had been bedridden, it was unlikely that the extension line was cut by the patient." There was no medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
It was reported "the extension line was found cut at the luer hub during placement of the catheter. Therefore, the catheter was removed and replaced with a new one. No harm to the patient occurred. According to the user, as the patient had been bedridden, it was unlikely that the extension line was cut by the patient." There was no medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The customer returned one, single-lumen cvc for analysis. Signs of use were observed on the returned catheter. Visual and microscopic analysis revealed the distal extension line was separated from the luer hub. A section of the extrusion was still molded within the luer hub. The extension line appeared rough and jagged at the point of separation. This damage is consistent with a manufacturing molding defect. The outer diameter of the extension line measured 2.13 mm, which is within the specification limits of 2.13-2.21mm per the extension line extrusion product drawing. The inner diameter measured 1.4224mm, which is within the specification limits of 1.42-1.50 mm per the extension line extrusion product drawing. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested". The report of extension line/luer hub separation was confirmed through complaint investigation of the returned sample. Visual and microscopic analysis revealed the distal extension line was separated from the luer hub. A portion of the extension line was still molded within the separated luer hub, which is consistent with past manufacturing molding complaints. Based on the appearance of the damage, manufacturing caused or contributed to this event. A non-conformance was initiated to further investigate this issue. Teleflex will continue to monitor and trend complaints of this nature.